Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that three infusion set was leaking at site and infusion set is use for less than 2-3 days. The blood glucose level was high, and the issue is occurring due to correction bolus via pump. No further information available.